Event description:
Reportable based on device analysis completed on (B)(4) 2015. It was reported that a balloon inflation failure occurred. Vascular access was obtained via the femoral artery. The non-totally occluded, 24x3mm, concentric target lesion was located in a non-calcified left coronary artery. A 3.5 non-bsc guide catheter was inserted. After a pt2 guidewire had crossed the lesion, a 2.00mm x 20mm emerge¿ balloon catheter was advanced to dilate the target lesion. However, upon inflation with a bsc inflation device, the balloon did not inflate. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed a balloon pinhole.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: returned product consisted of an emerge balloon catheter with no other devices. There was blood and contrast in the inflation lumen. The device was pressurized with an inflation device filled with water. A pinhole was identified in the balloon wall at the proximal edge of the distal markerband. Microscopic examination of the balloon presented no irregularities in the balloon material that could have contributed to the damage. Microscopic examination of the markerbands presented no irregularities that could have contributed to the damage. No proximal weld damage was found. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).